Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during an roux-en-y procedure, the needle disengaged from the jaws of the device. The needle fell into the patient cavity but was retrieved. No adverse events have been reported.

Manufacturer narrative:
(B)(4). Post marketing vigilance (pmv) received one device. A bent blade of about 90 degrees was observed for the instrument. The jaw gap for the instrument was measured and the instrument met specification. No witness marks on the bevel wall were observed for the instrument indicating good jaw alignment. No sheering on the toggle switches was observed for the instrument. After attempting to bend the blade back into place, the blade broke. No functional test could be done on the device. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.